Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient was hospitalized with high blood glucose levels in the 17-18 mmol/l range. The reporter stated that the patient was feeling sick but it was unclear if the issue was illness or elevated blood glucose levels; the reporter indicated that the hospital suspected an underlying infection as the cause of the event. The reporter stated that the patient was taken off of insulin pump therapy and placed on intravenous insulin and fluids. The reporter began troubleshooting and indicated that air was noted in the tubing and cartridge. Troubleshooting indicated that refrigerated insulin was used in the cartridge and the cartridge was not being filled using a slow technique. Customer support reviewed guidelines for using room temperature insulin and slowly filling the cartridge to prevent air bubbles. This report is made based on the allegation that the patient was hospitalized with hyperglycemia which may have been contributed to by air bubbles formed in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.